Event description:
It was reported that during a hemorrhoidopexy procedure, the staples were partially fired. The device fully cut and partially stapled. The surgeon used suture to complete the procedure. There were no adverse consequences for the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.